Event description:
It was reported that the patient had a lack of pain control following the implant of their stimulator on (B)(6) 2012. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).